Manufacturer narrative:
Section a3b, a4, a5, a6, patient information: unknown/not provided. Section d1, brand name: the model of the handpiece is unknown. Johnson and johnson (jnj) asked for details, but the customer could not provide them. Since the surgeon may have used any one of our jnj's handpieces then this event was reported to the FDA in abundance of caution. Section d2a, common device name: unknown/not provided. Section d4, model and catalog number: unknown/not provided. Section d4, lot number: unknown/not provided. Section d4 expiration date: unknown as the lot number was not provided. Section d4 unique identifier (UDI) number: a partial UDI was provided as the lot is not available. Section d6a, if implanted, give date: not applicable as this is not an implantable device. Section d6b, if explanted, give date: not applicable as this is not an implantable device, therefore not explantable. Section e1, telephone number:(B)(4). Entering the telephone number in h11 as the field only takes the us format. H4 device manufacture date: unknown as the lot number was not provided. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted section g4, PMA/510(k) number: unknown due to the model or lot # were not provided. Johnson and johnson (jnj) asked for details, but the customer could not provide them. Since the surgeon may have used any one of our jnj's handpieces then this event was reported to the FDA in abundance of caution. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded johnson and johnson (jnj) intraocular lens (iol) was not implanted. The customer said they used the johnson and johnson 1mtec cartridge. They were unable to provide the type of injector plunger that they used. The injector plunger passed in front of the second loop during injection into the eye. The optics went in the patient¿s left eye, but the second loop remained in the injector, when trying to push the second loop (haptic) into the eye the injector tore the iol. The iol was removed and replaced with a non jnj lens. There were no complications. No further information was provided.